Event description:
The lay user/patient contacted lifescan alleging the control solution was expired in the kit. There were no allegations of harm or injury. Replacement products were sent to the patient.